Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for right ventricular intrinsic amplitude out of range was observed for this right ventricular (rv) lead along with fluctuating threshold measurements. Technical services (ts) reviewed and discussed to check at next office check and increasing rv sensitivity, and that there could be possible undersensing and function non capture that was contributing to intermittent elevated rv thresholds. This rv lead remains in service. No adverse patient effects were reported.